Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01063. It was reported that a femoral artery hematoma occurred and the patient became unstable. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus and a rotawire were selected for treatment. During the procedure, it was noted that the burr was unable to pass because of the acute angulation which caused the rotawire to kink. A femoral artery hematoma suddenly occurred and the patient became unstable. The rotablation procedure was stopped and the devices were removed from the patient. Approximately several minutes later, percutaneous coronary intervention was performed on the simple lesion located in left anterior descending artery and the patient stabilized. The procedure was completed with a different device with no further events. No further patient complications were reported and the patient's condition was fine.